Event description:
Reporter stated that a flexi-seal product that was in position for 20 days since (B)(6) 2013, had lost its inflation valve. She reported that the valve had "snapped off" and she was worried about how they would remove the product from the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction and is likely to lead to a serious injury as it makes it difficult/impossible to deflate the balloon of the device in order to remove it. The reporter was advised to perform a rectal (pr) examination to determine inflation. If it was determined that the balloon was not inflated, then they could use a lubricant i.e., ky jelly, to gently remove the product. If it was determined that the balloon was inflated, then they could either ask the pt (if conscious) to bear down in order to expel the product on their own. Another suggested option was to cut the tubing above the irrigation port and allow the fluid to drain freely, and then remove the product. The flexi-seal questionnaire has been faxed to the reporting facility for completion, and to return to cvt as soon as possible. The results of the pr exam concluded that the product was successfully removed and a new kit was used. It was reported that the pt was not harmed. Basic details about the pt's condition have not been received to date. A return sample for eval is not expected. Therefore, we are unable to determine the exact third party manufacturing site for this product. .